Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and/or allergic reaction.¿ this report is number 6 of 7 mdrs filed for the same patient (reference 3002806535-2016-00531 / 00533 & 1825034-2016-02451 & 02505 / 02507).

Event description:
It was reported that patient experienced a deep infection two days post-implantation.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.